Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the device and there was no evidence of a device failure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. (B)(4).

Event description:
The customer contacted physio-control to report that the service indicator was present and when attempting to power on the device, it would not power on. The device was connected to a code management module (cmm) and when the cmm was removed from the device, the device was able to power on. There was no patient use associated with the reported event.